Manufacturer narrative:
The insulin pump had a missing retainer, broken reservoir tube lip, missing reservoir tube o-ring, minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of crack in the case. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.